Manufacturer narrative:
A field service engineer (fse) was dispatched but the customer called back that they found screw that secures suction pad to chuck head and are running again now with no more errors. No further action required by the fse. The probable cause of the event was a screw lost to the chuck head suction pad. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported error (sorter cup pickup failure) with their aia-2000 analyzer.when inspecting sorter pickup the account noticed pads missing and also parts attached to sorter pickup.a field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for bhcg.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.